Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of material deformation. Block h11: investigation analysis: upon receipt at our quality assurance laboratory, this contour device underwent a thorough analysis. Visual analysis identified that the bladder coil was kinked in two sections, the stent renal was buckled, and the shat was torn. The positioner was returned for analysis. The reported event of stent material deformation was confirmed. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. Probably, there were some manipulations during the procedure could have caused the damage of torn or buckled. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported to boston scientific corporation that a contour stent device was used under local anesthesia during a cystoscopy procedure. During insertion, the stent became distorted and could not be successfully inserted. A new stent was used to complete the procedure. The patient condition following the procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of material deformation.

Event description:
It was reported to boston scientific corporation that a contour stent device was used under local anesthesia during a cystoscopy procedure. During insertion, the stent became distorted and could not be successfully inserted. A new stent was used to complete the procedure. The patient condition following the procedure was stable.